Manufacturer narrative:
User alleges they saw a puff of smoke and smelled a burning smell from the unit. Device has been in service for two months and it is unk if the complaint is a result of dropping device, mechanical wear or a malfunction. The unit was unplugged and taken out of service. Filling solely on the user's allegation of smoke, malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The consumer's aide allegedly saw a puff of smoke and smelled a burning smell after the unit had been running all night. The aide unplugged the unit from the wall. No injury is alleged.